Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. The reported event of helix mechanism issue was confirmed while the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. Final analysis found the inner coil over torqued at the connector region consistent with procedural damage. The cause of the reported events of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation revealed the patient's right ventricular lead exhibited capture failure. Fluoroscopy was performed and revealed that the lead was dislodged. During lead revision, the helix could not extend or retract. The lead was then explanted and replaced. The patient was stable.